Manufacturer narrative:
(B)(4). Insulin pump was received with blank display. Unable to determine the root cause, problem isolated to the electrical board. Unable to verify battery power loss alarm due to blank display.

Event description:
Information received by the medtronic that the insulin pump had replace battery alarm. Customer reported that they received low battery alarm prior to replace battery alarm. Customer stated that the battery was not previously used. Contact on the battery cap was not missing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.